Event description:
A malfunction alarm identified as "malf 12" was reported, with the faulty pump's details including a fault ID of 12-0x2071. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump; however, the issue reoccurred, leading to a decision to replace the pump. The customer was provided with information on using an alternate form of insulin therapy, specifically multiple daily injections (mdi), to ensure continued insulin delivery. Additionally, arrangements were made to ship a replacement pump, and instructions were provided for returning the faulty pump using a pre-paid label.